Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet liner ,cat#: 110024460, lot#: 233130; unknown cup, unknown stem, unknown head, unknown dual mobility bearing. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00622.

Event description:
It was reported the patient had primary surgery. Subsequently, the patient underwent revision surgery on an unknown date due to dislodged g7 dual mobility metal liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined due to limited information received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.